Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they used the scope on the left radial harvest. Halfway through the harvest, the hemopro stopped burning and since they just had cords replaced, they opted for a new kit (we were under tourniquet time). They were then able to finish that harvest without issue. No patient injury reported.

Manufacturer narrative:
Trackwise #(B)(4). Updated sections: g4, g7, h2, h6, h10. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaints was reported for the same lot/serial number and reported failure mode. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Device not returned: (4114/3221) despite request and/ or customer indicated that the device would be returned; however, no device was returned. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.